Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that prior to a generator change, atrial lead impedance was reported as 0 ohms and there was no evidence of capture. The device was subsequently replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received